Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 559 mg/dl, which was treated with the insulin pump. Customer also reported having an earlier blood glucose level of 65 mg/dl, which was treated with food. During troubleshooting, the reservoir showed more insulin than the display did. Customer was advised to disconnect from the device. The insulin pump was not replaced or returned for analysis.